Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the pump segment of the catheter was replaced. There was a catheter kink and occlusion in the proximal segment. The pump segment of the catheter was seen to be tangled near the spinal connection. There was also occlusion of the catheter in the pocket. The spinal segment proved to be patent with cerebrospinal fluid flow, so the spinal segment was left in place. The spinal segment was re-anchored and trimmed by 1 centimeter to assure a solid connection with the new pump segment of the catheter. A rotor/roller study was performed and the logs were checked. An indium study was done on the pump and no tracer was identified in the catheter so a revision was performed. The product issue was resolved and the cause of the issue was determined to be two sites of tangling/occlusion. The pump was being used to deliver baclofen. The pump was also replaced with no alleged product issue. The pump replacement was done because the surgery was done to repair the catheter and the pump had 18 months left until the elective replacement indicator (eri). The patient status at the time of the report was ¿alive- no injury.¿ there was no suspected malfunction of the pump. There were no patient symptoms associated with the event.

Manufacturer narrative:
Analysis of the pump found over infusion with an undetermined root cause. Dispense accuracy indicated an odd graph, but passed for accuracy. The dispense test was repeated per the lab process and the second test indicated an over infusion. Infusion testing also displayed intermittent over infusion and destructive analysis was performed and the condition of the pump was noted. Nothing showed during destructive analysis that would explain the intermittent over infusion. Analysis of the catheter and portion of the sc assembly was found to be patent and not leaking. Visual inspection found indents in the retaining ring fingers and a core/tear down inside of the cup that left a "flap" of material. The indents in the retaining fingers along with the orientation of the core of material down inside of the cup of the sc indicate that the connector was not connected properly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.